Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for damaged stopper was observed. The tube fill level was not observed from the photo. 200 retention samples were visually evaluated and no stopper defects were found. Additionally, 5 retention samples from bd inventory were functionally evaluated for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding stopper defect based on the photos provided. This complaint is unable to be confirmed for no fill/no vacuum. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, five (5) tubes underfilled and one (1) tube exhibited a cracked cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, five (5) tubes underfilled and one (1) tube exhibited a cracked cap. No adverse impact was reported regarding the patient or user.